Event description:
The manufacturer received information alleging device is has a strange odor that makes patient nose burn during use; nasal/throat irritation or soreness; burning/smoke/electrical odor; device has strange odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 11, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging device is has a strange odor that makes patient nose burn during use nasal/throat irritation or soreness; burning/smoke/electrical odor; device has strange odor related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer verified the device provides airflow using a known good power supply.evidence of sound abatement foam degradation/breakdown was observed in the base unit. Manufacturer observed one side of the blower box had most of the sound abatement foam missing,·bottom of the blower motor had pieces of degraded sound abatement foam stuck to it.·blower box had many pieces of the degraded sound abatement foam laying inside of it..manufacturer was able to confirm the presence of degraded sound abatement foam in the device. Secondary findings: when initiating therapy, manufacturer noticed a high pitch noise. Dust-like contamination on air inlet of the blower box. Manufacturer confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). The manufacturer concludes that confirm the presence of degraded sound abatement foam. Confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Unable to address the patient's symptoms.